Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.0/3.0/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault, significant reduction of irido-corneal angles, and elevated iop:40mmhg without pupil block. A replacement lens of shorter length was later implanted. The problem was resolved. The cause of the event was reported as unknown.